Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. Technical services (ts) was contacted, and ts suspected a lead fracture and recommended isometric and pocket manipulation evaluation in the clinic. The rv lead remains in service. No adverse patient effects were reported.